Event description:
A surgeon reported that twice, during intraocular lens (iol) implant surgery, one of the iol haptics was "not proper" and tore off. The lenses were removed and replaced during the same surgery. The surgery was successfully completed with a third iol. In a follow up, the surgeon reported that the pt's recovery was prolonged due to corneal edema and descemet's wrinkles. He also stated that in both instances, the rear haptic of the lens was torn off in the cartridge. The information provided indicated the use of an unapproved viscoelastic. Additional information has been requested. There are three medical device reports associated with this event. This report is for the cartridge.

Manufacturer narrative:
Evaluation summary: a cartridge was returned with the broken haptic stuck inside the nozzle. The cartridge tip had heavy stress and the tip is split/cracked. The damage noted reasonably suggests that it is closely related to non-adherence to the directions for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens portion and the cartridge lumen (wall), or when the lens is not positioned correctly in the cartridge. Product history records could not be conducted, as no lot information was provided for the cartridge. The reporter indicated on unapproved viscoelastic was used. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Additional information has been requested. (B)(4).